Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused gap at adhesive part of lg-lens, allow dirt to ingress. It is also likely moisture entered device from leakage point. The event can be detected by following the instructions for use (IFU) which state: -preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: warnings and cautions: warning: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, liquid fluid inside the light guide lens, leaking between distal end cover and distal end, distal end dented and scratched, bending section rubber glue cracked objective lens glue peeled off, forceps channel had scrap marks and chemical stain, image flicker, insertion tube scratched, locking pin corroded, angulation were less than standard, and play on angulation control knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of evis exera ii duodenovideoscope, the scope biopsy channel was blocked. It was reported that the scope was due for annual inspection. There was no patient involvement, or user injury associated with this event.